Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The coil remains implanted in the patient and the remainder of the device was discarded at the user facility; therefore, a product analysis could not be performed. The root cause is unknown.

Event description:
It was reported that during removal of an embolization coil from a posterior communicating artery aneurysm, the coil stretched into the parent artery and detached. A stent was used to secure the coil to the vessel wall. There was no reported patient injury. The patient was reported to be fine.